Event description:
Carefusion reps met with customer's admin director clinical engineering and biomed who reported that approx 2-3 yrs ago, they were seeing a lot of cracking in the hinges of the lvp membrane frame, and were informed by carefusion that it was likely due to poor cleaning product/technique. So they replaced every lvp's membrane frame at that time, but the same thing is now occurring again, and they confirmed they are using approved cleaning products. They have saved several broken samples and stated these have had instances of "free flow", and mentioned they have had pt incidents as a result of this issue. Although requested, no specific event of pt info is available. There was no pt harm reported and no medical intervention was reported.

Manufacturer narrative:
(B)(4). The affected material has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.